Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. D4: batch # z70540. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. A visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. To replicate the reported incident, the instrument was evaluated for functionality. During the analysis, the device was cycled and successfully fed and formed eight (8) conforming clips. Throughout testing, the jaws opened and closed without difficulty, and the device locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. Device history review a manufacturing record evaluation was performed for the finished device batch z70540 number, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, was trying to clip cystic duct. Clip cut through the cystic duct. He opened another clip applier. Opened a 3rd and was able to clip the cystic duct. No adverse impact patient/user.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch#: unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: please provide more details for each device involved: during the procedure, the clip cut through the cystic artery. A second clip applier was opened with the same lot# as the first and the same issue occurred. A third clip applier was then opened the physician was able to successfully clip the cystic artery. Did device jam (not fire clips)? No. Did device not feed clips (clips not advance fully into jaws)? No. Did device drop or eject clips? No. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc)? Yes, the physician stated that the clips appeared consistent with the scissored clips similar to those shown in a reference image. Did the clip not hold on the vessel or tissue once placed? No. Was the device on a vessel/artery when it would not open? Yes, it was on an artery. If yes, how was the device removed? (Cut off, forced open) they physician used additional clips around the scissored clip to secure and control the artery. If the device was cut off, was there any damage to the vessel/tissue? The physician was able to complete the procedure successfully. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.